Event description:
This report was submitted with very limited information. It was reported that this event occurred in the theatre department. During insertion, the "anesthetist allegedly inserted the quickflash into (unknown site) radial artery, when the needle has snapped off at the hilt of the cannula. Unknown outcome to patient, unknown if cannula used or if a new device inserted in other side". Further information was available at the time this complaint was submitted.

Manufacturer narrative:
(B)(4).